Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found.

Event description:
It was reported during the procedure that there were positioning difficulties with this lead. Due to the patient vasculature, this lead was removed and a different model lead was implanted. There were no patient complications reported.